Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose ranged from 378 mg/dl to 396 mg/dl at the time of incident. Troubleshooting was performed to resolve the issue. The customer reported that the insulin did not alarm no delivery. The customer reported that the no delivery alarm was resolved by changing reservoir and infusion set. The insulin pump will not be returned for analysis.